Manufacturer narrative:
A field service engineer was dispatched to customer site. The oil mist filter was determined to be the cause of the odor/smell issue. It is unknown if the oil mist filter was replaced and if the unit was returned to service.

Event description:
An international customer reported an event of a "smell of oil" emitting from the sterrad 100s sterilizer. One healthcare worker (hcw) experienced a reaction of nausea lasting for one day. The hcw did not seek or receive any medical attention/treatment and is reported to be "healed". A field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Correction from initial use of device to reuse. Asp investigation summary: the investigation included a review of the device history record (DHR), and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The sra shows the risk for exposure to odor/smells to be "low." No parts were replaced as a result of the issue. The oil mist filter was cleaned and reinstalled at the customer facility to resolve the odor/smell issue. The assignable cause of the odor/smell issue is the oil mist filter. The field service engineer confirmed the sterrad® 100s was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.